Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was caller stated ins is overdischarged, patient hasn't used it since at least june and had trouble connecting. Caller was attempting to start a physician recharge mode (pmr) but stated it wasn'tworking for them and that the recharger antenna cord is frayed. Technical services (tss) reviewed how to start prm but caller indicated it wasn't working - caller was in a hurry and didn't seem to be waiting long enough for clock to appear. The issue was not resolved through troubleshooting. Tss reviewed date of implant and that ins, even if brought out of overdischarge, would be near end of service. Once it was established that ins would be near eos, caller seemed to be uninterested in completing pmr or having antenna replaced. Caller stated patient needs an MRI so tss reviewed used of eligibility form. On 2024-oct-24 rep called again regarding patient (pt). Caller reiterated they cannot communicate with the ins and suspect od or eos. Caller inquiring where hcp should sign the eligibility sheet they received via email. Caller had general questions about MRI compatibility when ins is in overdischarge/eos. Tss reviewed requested info. Transferred caller to prs to request implant data sheet.

Event description:
Additional information was received from the representative. When asked if further attempts will be made to recover the ins from an overdischarged state the rep said no spot in the future. Patient is scheduled for an MRI. The cause of the pmr was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.